Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 08/04/2016 that the patient experienced intermittent audio output from the receiver and a hyperglycemic event on (B)(6) 2016. The patient called her doctor and had a urine test performed. Patient's urine was purple. Patient was at the hospital with a recorded blood glucose (bg) value of 528mg/dl and after 5 hours at the emergency room (ER) has a bg of 267mg/dl. While at the ER, patient was administered saline and insulin. Patient stated that the high event was due to not hearing the receiver alarm. At the time of contact, the patient was stable. No additional event or patient information was provided. Product was not received for evaluation. Data was provided but could not be further investigated to confirm the issue. The reported event could not be confirmed. A root cause was not determined.